Event description:
Baxter prismax continuous renal replacement therapy (crrt) machine experienced a critical error during deaeration chamber troubleshooting prompting an auto shutoff. This incident resulted in 217ml of the patient's blood to remain in the crrt filter and not be returned. Filter was taken down and machine taken out of service. Three filters went down during this time period. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Baxter prismax continuous renal replacement therapy (crrt) machine experienced a critical error during deaeration chamber troubleshooting prompting an auto shutoff. This incident resulted in 217ml of the patient's blood to remain in the crrt filter and not be returned. Filter was taken down and machine taken out of service. Three filters went down during this time period. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Baxter prismax continuous renal replacement therapy (crrt) machine experienced a critical error during deaeration chamber troubleshooting prompting an auto shutoff. This incident resulted in 217ml of the patient's blood to remain in the crrt filter and not be returned. Filter was taken down and machine taken out of service. Three filters went down during this time period. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) mayo clinic in arizona has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.